Event description:
A report was received that states that the inflation line detached from the pilot balloon of the tracheostomy tube after 7 days in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
One used product sample was received for evaluation. Visual inspection confirmed the inflation line was detached from the tracheal tube. It was observed that the tip of the inflation line had solvent residue marks around the tubing perimeter, indicating that the inflation line had been bonded to the tracheal tube prior to disconnection. It was determined that insufficient bonding solvent application on the inflation line resulted in the disconnection.